Event description:
Additional information was received that the physician does not believe the event is related to vns as the patient has a lot of other psychological issues.

Event description:
Additional information was received that the patient experiences dyspnea that worsens the previously reported bradycardia.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient recently had an appointment with a cardiologist who diagnosed them with bradycardia and believed it could be related to vns. It was noted that the patient was scheduled for an EKG for further investigation. No other relevant information has been received to date.